Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the check button on the infusion device does not function properly. This was first noticed 1.5 months prior to the report. The most recent incident was when patient was unable to program a new basal rate over a long weekend. The protective rubber of the infusion device is partly loose. Patient also reported she had "very high" blood glucose at the beginning of 2011 and had to receive treatment at the hospital, but she was unable to say whether this was due to the infusion device. Infusion device was requested for evaluation. Additional information was not provided.